Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (unknown) via an implantable pump for multiple sclerosis and intractable spasticity. The hcp stated that patient had an magnetic resonance imaging (MRI) on 5/15 and the pump did not restart. The hcp confirmed that patient had not been hearing pump audibly alarming since MRI and they accessed pump reservoir and aspirated the expected volume. Agent reviewed that pump logs should show a motor stall recovery with a time stamp today and hcp confirmed that stall had recovered. The troubleshooting steps that were taken on the call resolved the issue.